Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a coronary arteries interventional procedure. Reportedly, when the plunger was pulled back the suture broke. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the evidence found did not confirm the reported suture break. The analysis of the returned device revealed a posterior cuff miss, which can appear very similar to a suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.